Event description:
It was reported that the device had error code 221.2000. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Manufacturer narrative:
Correction: annex b: b21, annex c: c21, annex d: d16. Additional information: device available for eval? Returned to manufacturer on, device eval by manufacturer? Annex b: b01, annex c: c16, annex d: d03. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: stated ¿221.2000¿ error code was verified in the logs as a spr (or safety processor) comm failure. Workmanship issue, the fault was isolated to the assembly process of installing the door harness. The harness was not fully aligned and/or seated properly in the door notch before the cover was installed, resulting in harness internal wiring being smashed together to the point where signal degradation and/or crosstalk occurs. Failure investigation report uploaded to salesforce. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had error code 221.2000. There was no patient involvement.